Event description:
He had heavy leg [heaviness in leg], cramps in his calf muscle [cramps calf], his right knee swelled [swelling of r knee], pain in right knee [aching (r) knee], stiffness in the right knee [joint stiffness]. Case narrative: the case is cross linked to (B)(4) (duplicate) and (B)(4) (same patient). Initial information received on 31-oct-2019 regarding an unsolicited valid serious case from a patient from france. This case involves a 69 years old male patient who had heavy leg, cramps in his calf muscle, his right knee swelled, pain in right knee and stiffness in right knee (latency: same day), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medications was provided. Patient did a lot of sporting intensive cycling 9,000 to 10,000 km per year and skiing. Patient suffered from pain that required infiltration with hylan g-f 20, sodium hyaluronate (synvisc one) in both knees every 7 to 8 months for about 10 years which allowed him to continue his physical activities without pain. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection 6ml strength via intra-articular route in right knee, at a dose of 6ml, once (batch number: unknown) for osteoarthritis. Information regarding batch number was requested. On the same day, patient's knee swelled, stiffness in right knee, he had heavy leg cramps in his calf muscle and felt pain after infiltration (which owed 2 weeks). Due to pain patient had to stop the sport and walk on crutches for 2 days. Patient used diclofenac sodium (voltarene) locally to calm the pain and other events. All events assessed as serious due to the use of crutches (lead to disability). Patient did not wish to be contacted by the rheumatologist who injected him. No other information was available. Action taken: not applicable for all events. Corrective treatment: diclofenac sodium (voltarene) and crutches for all the events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Additional information received on 25-nov-2019 from patient. Case (B)(4) was identified as duplicate of this case and hence all the information from case (B)(4) was merged in this case. Additional event of stiffness in right knee added. Corrective treatment updated. Outcome of events updated to not recovered. Dose and indication of suspect updated. Clinical course updated and text amended accordingly.

Event description:
He had heavy leg [heaviness in leg]. Cramps in his calf muscle [cramps calf]. His right knee swelled [swelling of r knee]. Pain in right knee [aching (r) knee]. Stiffness in the right knee [stiff knees]. Case narrative: the case is cross linked to (B)(4) (duplicate, same patient). Initial information received on 31-oct-2019 regarding an unsolicited valid serious case from a patient from france. This case involves a 69 years old male patient who had heavy leg, cramps in his calf muscle, his right knee swelled, pain in right knee and stiffness in right knee (latency: same day), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medications was provided. Patient did a lot of sporting intensive cycling 9,000 to 10,000 km per year and skiing. Patient suffered from pain that required infiltration with hylan g-f 20, sodium hyaluronate (synvisc one) in both knees every 7 to 8 months for about 10 years which allowed him to continue his physical activities without pain. On (B)(6)2019, the patient received hylan g-f 20, sodium hyaluronate injection 6ml strength via intra-articular route in right knee, at a dose of 6ml, once (batch number: unknown) for osteoarthritis. Information regarding batch number was requested. On the same day, patient's knee swelled, stiffness in right knee, he had heavy leg cramps in his calf muscle and felt pain after infiltration (which owed 2 weeks). Due to pain patient had to stop the sport and walk on crutches for 2 days. Patient used diclofenac sodium (voltarene) locally to calm the pain and other events. All events assessed as serious due to the use of crutches (lead to disability). Patient's rheumatologist had indicated that hylan g-f 20, sodium hyaluronate was not the cause of his concerns and that certainly it did not prevent or delay an operation of knee. Reportedly, the patient did not wish to follow up on this matter. Action taken: not applicable for all events. Corrective treatment: diclofenac sodium (voltarene) and crutches for all the events. Outcome: not recovered for all events. A product technical complaint was initiated on 11-nov-2019 for synvisc one. Batch number: unknown global ptc number: 60883. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 25-nov-2019 from patient. Case (B)(4) was identified as duplicate of this case and hence all the information from case (B)(4) was merged in this case. Additional event of stiffness in right knee added. Corrective treatment updated. Outcome of events updated to not recovered. Dose and indication of suspect updated. Clinical course updated and text amended accordingly. Additional information received on 13-dec-2019 from other healthcare professional. Investigation summary received and ptc results added. Additional information was received on 14-jan-2020 from a patient. It was reported that hylan g-f 20, sodium hyaluronate was not the cause of his concerns. Clinical course was updated.

Event description:
He had heavy leg [heaviness in leg]. Cramps in his calf muscle [cramps calf]. His right knee swelled [swelling of r knee] . Pain in right knee [aching (r) knee]. Stiffness in the right knee [joint stiffness] . Case narrative: the case is cross linked to (B)(4) (duplicate) and (B)(4) (same patient). Initial information received on 31-oct-2019 regarding an unsolicited valid serious case from a patient from france. This case involves a 69 years old male patient who had heavy leg, cramps in his calf muscle, his right knee swelled, pain in right knee and stiffness in right knee (latency: same day), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medications was provided. Patient did a lot of sporting intensive cycling 9,000 to 10,000 km per year and skiing. Patient suffered from pain that required infiltration with hylan g-f 20, sodium hyaluronate (synvisc one) in both knees every 7 to 8 months for about 10 years which allowed him to continue his physical activities without pain. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection 6ml strength via intra-articular route in right knee, at a dose of 6ml, once (batch number: unknown) for osteoarthritis. Information regarding batch number was requested. On the same day, patient's knee swelled, stiffness in right knee, he had heavy leg cramps in his calf muscle and felt pain after infiltration (which owed 2 weeks). Due to pain patient had to stop the sport and walk on crutches for 2 days. Patient used diclofenac sodium (voltarene) locally to calm the pain and other events. All events assessed as serious due to the use of crutches (lead to disability). Patient did not wish to be contacted by the rheumatologist who injected him. No other information was available action taken: not applicable for all events. Corrective treatment: diclofenac sodium (voltarene) and crutches for all the events. Outcome: not recovered for all events. A product technical complaint was initiated on 11-nov-2019 for synvisc one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 25-nov-2019 from patient. Case (B)(4) was identified as duplicate of this case and hence all the information from case (B)(4) was merged in this case. Additional event of stiffness in right knee added. Corrective treatment updated. Outcome of events updated to not recovered. Dose and indication of suspect updated. Clinical course updated and text amended accordingly. Additional information received on 13-dec-2019 from other healthcare professional. Investigation summary received and ptc results added.

Event description:
He had heavy leg [heaviness in leg]. Cramps in his calf muscle [cramps calf]. His knee swelled [swelling of r knee]. Pain [aching (r) knee]. Case narrative: the case is cross linked to (B)(4) and (B)(4) (multiple cases for same patient). Initial information received on 31-oct-2019 regarding an unsolicited valid serious case from a patient from (B)(6). This case involves a (B)(6) years old male patient who had heavy leg, cramps in his calf muscle, his knee swelled (latency: same day) and pain (latency: unknown), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medications was provided. Patient did a lot of sporting intensive cycling 9,000 to 10,000 km per year and skiing. Patient suffered from pain that required infiltration with hylan g-f 20, sodium hyaluronate (synvisc one) in both knees every 7 to 8 months for about 10 years which allowed him to continue his physical activities without pain. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route in right knee, once (dose, batch number: unknown) for pain. Information regarding batch number was requested. On the same day, patient's knee swelled, he had heavy leg and cramps in his calf muscle. On an unknown date, patient had pain after infiltration. Patient used diclofenac sodium (voltarene) locally to calm the pain. Due to pain patient had to stop the sport and walk on crutches for 2 days (disability). On an unknown date, after 2 weeks pain was recovered. All events assessed as serious due to the use of crutches (lead to disability). Patient did not wish to be contacted by the rheumatologist who injected him. No other information was available final diagnosis was his knee swelled, cramps in his calf muscle, he had heavy leg and pain. Action taken: not applicable for all events. Corrective treatment: diclofenac sodium (voltarene) for pain; use of crutches for all the events. Outcome: recovered for pain; unknown for rest all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.